Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000107; product ID: bi71000512; product ID: bi71000711; product ID: bi71000711; product ID: bi71000494; product ID: bi71000493. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the door mechanisms were checked, and the field service engineer (fse) found that the pin to hole was not accurate so the gantry location needed to be adjusted. The broken covers needed to be replaced, but a quote was sent to the customer. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c07, fdc d02 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A150204 was coded for the gantry door not closing. A0406 was coded for the broken covers. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that there were broken covers, and the door would stay open. There was no patient involvement.

Manufacturer narrative:
H3, h6: there was an update to the system service. The hardware parts were replaced. B01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.